Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. When the pod was removed, there was pus coming out from the site. The patient was taken to the emergency room and was prescribed co-amoxiclav oral powder to mix with water, 5 ml three times per day for 5 days. The patient was discharged after 4 hours. The patient also had blood glucose levels rise to 22 mmol/l (396 mg/dl) and ketones of 1.8 mmol/l (32.4 md/dl) during this event. To treat the high bgs, the patient placed a new pod.